Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A manual correction bolus was administered to address elevated bg. During troubleshooting with technical support, the malfunction alarm was cleared. Additionally, it was reported that air bubbles were observed within the canister. Customer performed a supply change to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.